Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor alarmed lost sensor and sensor error multiple times, and when the customer removed the sensor from their body the electrode was missing. The patient's blood glucose at the time of incident was 8.5 mmol/l. The customer reinserted the sensor and the device functioned properly; however, the device soon went completely out of range. The sensor will be returned and replaced.

Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found both sensors with the cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensors in said condition due to the sensors were returned opened and used.